Manufacturer narrative:
Patient identifier, age and weight are unknown; however, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) - (won't detach). (B)(4) - the reported event of tip won't detach. (B)(4) - the reported event of handle thumb ring cracked. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, a 2 centimeter stone was captured within the basket. However, while attempting lithotripsy, the handle and thumb ring broke prior to the stone breaking up or the basket tip detaching. A soehendra handle was then used to remove the lithotripter device from the patient and the physician placed a stent to complete the procedure. The account indicated that the stone was successfully removed during a follow-up procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.